Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during cataract surgery, ten nylon sutures from same lot number were found to be dull. They were unable to place stitches because the needles do not penetrate the tissue. Surgery was completed on the same day without patient health impact. Additional information has been requested but is not available at the time of this report.